Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional information was received that the pressure was less 10 smh2o under what had been the setting and was not a reportable malfunction.